Event description:
It was reported that,"-revision surgery with rmvl of implants -after exposure, offset connectors were detached from closed head iliac bolt on both sides."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned screws and connectors were inspected. The set screw of the closed head screw had no damage or deformation to its interior hex diameter. There were dents on the back of the set screw from where it had been holding the cross connector in place which is expected and would indicate sufficient tightening. Functional inspection: the set screw was successfully threaded into the tulip head of the closed head screw indicating that cross threading with not an issue. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the reported event of the offset connector disengaging from the xia 3 titanium polyaxial screw closed head 8.5 x 80mm was confirmed via x-ray imaging. The disengagement was detected when the patient went in to have an infection cleaned out, and was further confirmed during the revision surgery. Inspection of the returned implants indicates that the screw slipped under an axial excursion load. The load exceeded the gripping strength of the set screw and pulled from the tulip. Based on the dent on the rod, the axial force was significant. The xia IFU warns that these devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone. The IFU also states the late loosening of implants can result from trauma, infection, biological complications or mechanical problems. Since this construct was in place for two years without fusion it is likely that fatigue load on the implants overtime contributed to the failure of the implant.

Event description:
It was reported that,"-revision surgery with rmvl of implants.after exposure, offset connectors were detached from closed head iliac bolt on both sides".